Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit has an artifact down the middle of the screen was confirmed. The scanner was inspected the lcd display is damaged and displaying vertical lines within the display, the cause of the issue is due to a damaged lcd display. The device was serviced, tested and returned to the customer. A history review of serial number dywhe018 showed one other similar complaint from this serial number. Both complaints for this serial number (B)(6) have been reported from same facility.

Event description:
Per biomed - unit has an artifact down the middle of the screen.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same facility.

Event description:
Per biomed - unit has an artifact down the middle of the screen.